Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pedicle screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of the pedicle screw was detected by the surgeon directly after placement with a control x-ray before finalizing the surgery, and the screw was successfully re-positioned with fluoroscopic guidance at the very same surgery. The final outcome of this surgery was successful as intended, with all pedicle screw positions correct. There were no negative effects to the patient due to the screw placement, also not due to surgery/ anesthesia prolong (of ca. 30 min). There was no (direct or increased) risk to harm a critical structure due to the deviating screw placement. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the surgeon, it can be concluded that the root cause for the deviation of the screw placement by approximately 3-6mm is a de-calibrated and therefore no longer accurate non-brainlab 3d c-arm used with automatic image registration to navigation. Apparently the resulting deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification of the registration, nor before the placement of the pedicle screw with the necessary accuracy verification throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the spine for fusion (tlif) of lumbar vertebrae l4-l5, with intended placement of 4 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d (B)(4). During the procedure the surgeon: attached the navigation reference array with two schanz pins on the patient's iliac crest. Performed a fluoroscopy scan using an intra-operative c-arm with automatic registration of the current patient anatomy to the navigation. Calibrated a non-brainlab dilator tube to the navigation, prepared the pedicle (pilot hole) l4 left, and calibrated a non-brainlab screwdriver to navigate the following screw placement. Verified this first screw placement with a fluoro shot (x-ray) and determined that the screw was placed ca. 3-6mm higher than intended. Decided to abandon the use of navigation, and corrected the screw position under fluoroscopic guidance. Continued to place the remaining 3 pedicle screws in l4 and l5, and completed the surgery successfully, under fluoroscopic guidance. According to the surgeon: the deviation of the pedicle screw was detected by the surgeon directly after placement with a control x-ray before finalizing the surgery, and the screw was successfully re-positioned with fluoroscopic guidance at the very same surgery. The final outcome of this surgery was successful as intended, with all pedicle screw positions correct. There were no negative effects to the patient due to the screw placement, also not due to surgery/ anesthesia prolong (of ca. 30 min). There was no (direct or increased) risk to harm a critical structure due to the deviating screw placement. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.